Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that when the patient presented during procedure, the atrial lead was observed to not be capturing. A different lead was used. The patient was discharged.

Manufacturer narrative:
Analysis was normal. No anomaly was found.